Event description:
Third party report: IV tubing connections were leaking from the threaded, luer-lock collar, distal connection (distal male-female site). It appears to be a plastic-vinyl connection (all others on tubing are plastic-plastic), nurses have noted this connection to be separated in the packaging on occassions. Concern is the prevalence of the connections sites becoming loosened, especially with patient movement, and these connections requiring the need for multiple 'tightening' events to stop leaking. Possible that having open slots in the luer threads is a cause.====================== health professional's impression======================possible design of the luer connection.